Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient.

Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm during fill 1 of therapy on the home choice device. The service representative ended / re-started therapy. At load cassette, checked the lines, pulled back hard and re-primed the patient line. Initial drain was bypassed and therapy returned to fill 1. Per the initial report, the service center assisted the customer in evaluating and resolving the alarm during the initial contact. No patient injury or medical intervention was associated with this incident per the home patient.